Event description:
Note the date of event is unk. It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity device was used during a biopsy procedure. According to the complainant, upon removal of the device from the package, it was noted that the pullwire was sticking out. Although it was not reported how the procedure was completed, there were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed. (B)(4).